Manufacturer narrative:
The manufacturer did not received the devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased mean while due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient received a durom hip generic on the left side on (B)(6) 2009 and underwent revision surgery on (B)(6) 2013 due to pain and loosening. Further it was reported that "left hip acetabular, lack of bone growth, pain, limping and lack in range of motion."